Manufacturer narrative:
(B)(4)

Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system (dxc 600i) showed flood in the primary vacuum accumulator switch 22 error. Customer reported that sodium (na), chloride (cl) and potassium (k) failed calibration. Customer reported that the dxc 600i generated erroneous electrolyte results. Customer reported that the erroneous results were reported outside the laboratory. Customer reported that the samples were rerun and the results were amended. There was no report of any adverse event or injury requiring medical intervention or patient treatment.bec field service engineer (fse) replaced a missing o-ring in the cl port of the flowcell. The fse cleaned the flowcell and replaced the carbon bridge. The fse tightened the sample probes that were loose. The fse verified performance.